Manufacturer narrative:
The allegedly malfunctioning washer was inspected, but no leaks from the unit were found. The service technician has run multiple cycles and no leaks have occurred. It has not been possible to confirm the problem reported by the healthcare facility. The service technician will continue to monitor the unit moving forward. If additional information is obtained, a follow-up report will be submitted.

Event description:
According to the healthcare facility, soapy water was leaking from the top of the washer down to the floor. A technician slipped and fell, but was not reported to have been injured or to need medical attention.